Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. It was stated that the customer had an infection from strep throat. The caller stated that the customer was fine, and woke the next day with high blood glucose. The mother stated that the customer was treated with the insulin pump and manual injections. Reviewed the alarm history, and found a low reservoir and low battery alarm. The caller stated that the infusion set was changed to resolve the issue. The programming was correct, and basals and boluses matched to the daily totals. Ran a fixed prime and passed. The customer's recent glucose reading was 17.1mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.